Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: a perforation occurred requiring medical intervention. Device issue: none. It was reported that three hours after the rx vision stent was implanted, a perforation occurred. A graftmaster was implanted to treat the perforation. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. Perforation, as listed in the instructions for use (IFU) is a known adverse event associated with coronary stenting. Further, the IFU advised to "check and select the stent size by angiography" and "the labeled stent diameter refers to expanded stent inner diameter. Please assure the appropriate sizing per vessel diameter." There does not appear to be any indications of a stent delivery system quality problem.